Event description:
Spontaneous malfunction of ms3 pump serial number (B)(4), maintenance due 07/06/2019. Patient had a pump running currently with no issues. She was looking over pump as she plans on changing pumps tomorrow. She could not get the pump to correct "main menu" screen to confirm the pump rate. Unsure if user error or pump malfunction. Fault occur while in use, no. Contribute to injury. No. Device will be returned. Device replaced. Reported to (B)(6) by: patient/caregiver.